Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two years ago.

Event description:
It was reported that patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure.